Event description:
It was reported an issue with optilene suture. The client reported puncture site bleeding as well as needle reconnections. Additional information has not been provided.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured (B)(4) units of this code-batch. There are (B)(4) units in our stock blocked. We have received 36 closed samples for analysis. To evaluate the conformity of these units, we performed the following tests: diameter result conducted on the closed samples analysed is 0.237 mm in average and fulfils the european pharmacopoeia (ep) requirements for this size and thread: 0.200 mm < xave < 0.249 mm. Wire size of the tested samples received is 0.63 mm in average, according to the design of this product. The needle-thread ratio is the correct and the usual one for this article-code. Therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. As stated in the side effects of the instructions for use of the product, the following side effects may be associated with the use of this product: transitory local irritation, transient inflammatory foreign body reaction, enhanced bacterial infectivity, wound dehiscence, granulation, stitch sinus, pain, palpable and/or irritating knot, haemorrhage, impaired cosmetic result, burst abdomen, incisional hernia. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.